Event description:
Reportedly, the device was prepped according to the instructions for use, but inside of the patient's anatomy. The procedure was to treat a non-calcified, non-tortuous, simple lesion in the left anterior descending artery that had a 30-60 % stenosis. Pre-dilatation was performed with an unspecified balloon catheter. Reportedly, after deployment of the 3.5 x 18 absorb scaffold, the balloon did not deflate as quickly as the physician was expecting (which is usually 1-2 seconds). The inflation strategy, using an un-specified inflation device, was performed per the instructions for use and the absorb balloon was inflated to 10-14 atmospheres. After a third deflation, the physician saw on the angiography that the balloon was ready to be pulled back. Inflation and deflation was performed until the balloon was fully deflated, which took 4-6 seconds. The absorb scaffold was successfully implanted and there was no post-dilatation performed. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported slow balloon deflation could not be confirmed. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the absorb instructions for use states to deflate the balloon by pulling negative on the inflation device for 30 seconds. Additionally, the IFU also states that the delivery system preparation should be completed prior to the device entering the patients anatomy. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device absorb bioresorbable vascular scaffold (bvs) system is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code and the PMA# are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.